Manufacturer narrative:
Device evaluation: intuitive surgical inc. (Isi) received the vessel sealer extend (vse) instrument associated with this complaint. The instrument was placed and driven on an in-house system. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests. There were no failures reported in the logs during testing. There was no physical damage observed during testing. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer experienced insufficient sealing while using a vessel sealer extend (vse) instrument. The vse instrument did produce the appropriate sealing sounds while sealing omentum tissue. After the successful sealing cycle, the omentum tissue was cut, and bleeding occurred. A bipolar instrument was used to quickly address the bleeding, along with additional sealing cycles from the same vse instrument. The same vse instrument was used again on the broad ligament of the uterus. Successful sealing tones were heard, the tissue was cut, and bleeding from the broad ligament occurred. A bipolar instrument was again used to address the bleeding. A new vse instrument was opened and utilized for the remainder of the procedure. The estimated blood loss from the bleeding events was an additional 5ml. The procedure was completed robotically with no further complications. The patient is recovering well with no reports of postoperative complications.

Manufacturer narrative:
Intuitive surgical, inc (isi) received vessel sealer extend (vse) instrument to perform failure analysis. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests. There were no failures reported in the logs during testing. There was no physical damage observed during testing. The instrument was fully functional. No product issue was identified. A review of the logs for the vse instrument associated with this event has been performed. The logs show that the first vse instrument (lot #l81240927-0165) was installed 1 time and passed homing 1 time. A total of 17 cut complete events with no errors were noted. The e100 generator logs show 26 seal events with no errors. The second vse instrument (lot #k13241122-0253) was installed 1 time and passed homing 1 time. The instrument had 7 cut complete events with no errors noted. The e100 generator logs show 1 coag and 18 seal events with no errors. The logs show no related errors. Both instruments were used for approximately 5 minutes.